Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that two rows of staples malformed and so bleeding occurred. (Not sure of the amount of blood loss). The case was converted to an open procedure.